Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the clinician noted a large number of sudden brady response (sbr) episodes and the patient reported feeling tired at the time of the episodes. It was noted that a pacemaker mediated tachycardia (pmt) episode may have caused the sbr episodes. The clinician decreased rate increase with sbr and duration of therapy. The av delay were lengthened with a maximum tracking of 120. The pacemaker remained in service for approximately three more years where it was explanted for reported normal battery depletion. The device was returned and underwent analysis testing where an unrelated performance issue was identified.